Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) was protruding underneath their collarbone and that they were able to move the ipg under their skin, to appear flat. The ipg remains in use. No patient complications have been reported as a result of this event.